Event description:
During a patient transport from the or to the ICU, the health professional pulled the ab5000 console by the handle at the back of the console ("luggage handle") and handle and the slide mechanism detached from the console. The console operation and the patient were not affected.